Manufacturer narrative:
Investigation summary: the complaint was confirmed as the reported defect on a returned sample. The issue was contamination. Root cause was undetermined. No issue in DHR. No issue in retention sample. We will continue to monitor the trend this issue.

Event description:
It was reported that while using bbl mueller hinton agar with 5% sheep blood biological contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.